Manufacturer narrative:
Steris endoscopy has made several attempts to obtain additional information however, the distributor has not responded. The device subject of the event was not returned for evaluation. The distributor was unable to provide the lot number. Without the return of the device for evaluation, the root cause of the event could not be determined. The bioguard aws information for use states, "confirm that the valve fits securely and that there is no gap between the valve end cap and the endoscope. Actuate the valve by pressing and releasing a few times to confirm smooth function. Note: dipping in water may facilitate ease of use". No additional issues have been reported.

Event description:
The distributor reported that during a treatment for an active bleed, the suction valve on their bioguard aws became stuck. There was no report of additional intervention, injury, or procedure delay.